Manufacturer narrative:
Lead model unk lot# unk implanted: unk explanted unk.

Event description:
It was reported that the patient experienced a shocking sensation during a stage 1 trial with chronic lead. The lead wire was explanted. Additional information was requested, but was not available as of the date of this report.